Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17234390/ 18277149.

Event description:
It was reported that the patient had pain occurs in cervical area which left side was far worse than right. The patient tried to take cymbalta pain medication but when increasing it twice daily at which point developed a squeezing pain in chest and abdomen. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed.